Event description:
It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to facilitate device removal. The patient had scar tissue in the common femoral artery. Hemostasis was achieved with the starclose se clip. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Three unused representative samples with the same part number/lot number as the complaint device was returned for evaluation. All three devices passed functional testing within specification. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.